Event description:
Barrx 360 express rfa catheter failure. Lot f2512632x. Worked for first ablation, then failed for second ablation. Generator n97 error. Rep from covidien contacted (halo cath tech support) and will exchange cath. Case completed with second cath, without incident. This is the third halo cath 360 failure in 3 weeks.